Manufacturer narrative:
Additional information: d9, h3, h6. Investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample without original package or lot number was received for evaluation. The sample was visually and functionally inspected, and the reported issue was confirmed. An investigation was conducted with the multifunctional team. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. The product problem was not able to be replicated under normal conditions of use. During the investigation the exact root cause could not be determined. The most probable cause is related to user misuse, by improper or forced introduction of the stylet through the feeding tube. No action plan is deemed necessary at this time since the reported condition was not confirmed to be manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the dobbhoff feeding tube was placed on (B)(6) 2020 and four days later they verified that there was a leak; the feeding tube was pierced.